Event description:
The pt was admitted for elective repair of incisional hernia and paniculectomy with supra mesh and abdominal scar revision. The pt was brought back to the operating room the next day for an intra-abdominal abscess. This report is based on the preliminary info received by hosp which hosp has not had the opportunity to investigate or verify prior to the reporting date. Hosp has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.